Event description:
It was reported that during a procedure, the unit generated metal shavings. It was further reported that there were metal shavings in the patient after the unit was used. There were no reports of any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.